Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate UDI: (B)(4).

Event description:
What happened - it was reported the handpiece does not hold the burrs. What device's - one device hand-piece micro tornado hp w hand-control. The outcome of the event - unknown. Service: who was involved - patient, when - post operatively, how was the surgery ended - the used replacement device.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: this work order has been closed due to unavailability of spare parts. The evaluation of the device has not yet been completed. However, the work order and complaint will be re-opened once parts are available. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be received in the future, this file will be reopened at that time and updated accordingly to reflect the information received. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Additional information received on 18september2018. It is unknown how long the instrument had been in use. It was noted there was no impact to the patient; the procedure had already been completed. A replacement has been provided to the customer.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: this work order has been closed due to unavailability of spare parts. The evaluation of the device has not yet been completed. However, the work order and complaint will be re-opened once parts are available. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be received in the future, this file will be reopened at that time and updated accordingly to reflect the information received. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. UDI: (B)(4).